Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 302832 and lot number 9275421. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a 30ml syringe out of the packaging blister. It has a needle assembly connected to it and the rubber stopper is deformed and at the 10ml mark. The second photo shows a packaging blister top web. This product is produced and packaged with no needle assembly connected to it. The rubber stopper is assembled automatically and pushed down to the 3ml mark. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. However, the probable root cause can not be offered since the product is not in the original condition. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that a syringe 30ml ll s/c 56 had a damaged plunger rod before use. The following was reported by the initial reporter: "plunger rod was found distorted before usage."